Event description:
It was reported that during the procedure in an unspecified vessel, a 3.0x23 rx xience v stent delivery system (sds) was advanced to the lesion. An attempt was made to inflate the balloon to deploy the stent; however, the balloon did not inflate. The sds was removed from the anatomy and damage was noted to the stent struts. A new same device was used to successfully to treat the target lesion. There was no adverse patient effect or significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the xience v stent delivery system (sds) noted blood and contrast visible in the inflation lumen and in the balloon, consistent with preparation and a leak while in the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers. There were stretched struts on the first and second row at the proximal end of the stent. There were two kinks in the distal shaft and multiple bends in the entire length of the hypotube. An indeflator, filled with water, was used in an attempt to inflate the balloon but the balloon would not inflate. After the catheter was left pressurized and soaked in the water bath, fluid was observed leaking at a 0.5 mm longitudinal tear on the balloon fold over the distal end of the distal marker. There were no visible scratches. The balloon could not be inflated due to the tear in the balloon. Factors that may contribute to a tear in the balloon include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the lesion/anatomy and/or guiding catheter/guide wire. To help ensure that this damage is not the result of manufacturing, all products are 100% visually inspected for damage, including at the point where the protective sheath is placed over the balloon. Additionally, all products are 100% leak tested prior to packaging and a sampling of units is destructively tested to verify the rated burst pressure prior to release. There was no report of any leak or damage to the sds noted during preparation for use, which would suggest that the balloon was not damaged prior to use and that a product deficiency did not contribute to the difficulties experienced during the procedure. The patient anatomical information was not received with the case information which may have aided in the investigation. It is possible that the balloon material was damaged (torn) during interactions with the accessory devices/lesion during advancement to the lesion. Additionally, the stent likely became damaged during retraction from the anatomy as there was no damage noted to the stent prior to use. Damage to the proximal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the tip of the guiding catheter and/or rotating hemostatic valve (rhv) during retraction of the device. Incidentally, the noted kinks and bends likely occurred during the procedure or during packing for return analysis as they do not appear to have contributed to the reported difficulties. A search of the lot history record indicated no nonconforming material records for the lot related to the incident. Additionally, a query of the complaint handling database indicated no related incidents. There is no indication of a product quality deficiency. All stent delivery systems are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.